Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
Please note, it was determined this case is a duplicate of MFR. Report no. 2183996-2013-02098. The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics and the buttons. This source led to an always activated button and e7 and e8 error messages. The e8 errors and the shut-down/restart of the insulin pump are consequence errors of the damaged pump electronics due to liquid ingress.

Event description:
Reporter stated all of the buttons on the infusion device are non- functional. The infusion device was replaced and requested for evaluation. No physiological effects were reported.